Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a high glucose reading of 400 and had recently taken 20 units of subcutaneous insulin (humalog) at midnight; the user did not feel leakage at the infusion site and believed the ilet was delivering insulin, so they declined changing all supplies after being advised to do so. Symptoms included hyperglycemia; the glucose subsequently returned to range and there were no symptoms at the time of follow-up. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.